Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient began treatment with unknown antibiotics for peritonitis, reported as "taken antibiotics therapy at home." On an unreported date, the patient was discharged from the hospital. At the time of this report the patient was recovering from this peritonitis event. The same day as onset, extraneal therapy was discontinued. Physioneal therapy remained ongoing. No additional information is available.